Event description:
A distributor reported a cartridge change error where the pump failed to engage with the cartridge, and the user was alerted of the issue. The absence of an o-ring on the pneumatic tap was noted, and no cartridge trauma was observed by the customer. There was no reported impact on the customer's blood glucose level. To resolve the issue, the user followed on-screen instructions, used a new cartridge with the correct loading technique, and successfully resolved the error without further problems. No further information regarding the outcome or additional actions was provided.